Event description:
During a laparoscopic chole, the clip applier jaws stuck and could not be returned to the original position. The pt was not harmed. No additional pt info was provided.

Manufacturer narrative:
The visu-loc clip applier was not returned in a timely manner, therefore no investigation could be conducted. No issues were found with the device history record. No additional complaints have been received for this lot number.